Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a previously treated abdominal aortic aneurysm using an endovascular stent graft bifurcation experienced a late type 1a endoleak, as discovered on a recent computed tomography angiography (cta). The healthcare professional noted that there was a progression of the disease over the last decade when compared to previous scans. The cause of the event was attributed to anatomical changes. Future treatment is planned, with the doctor collaborating with other physicians to determine the best course of action, potentially involving an open procedure. The reported event has not been resolved, and the device remains implanted.